Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged burn hole. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device also found evidence of dirt/dust contaminants throughout the device including the sound abatement foam in the bottom enclosure & blower assembly. Pil does confirm a thermal failure of the device has occurred.